Event description:
On (B)(6) 2014, the patient was implanted with four gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm measuring 8 cm in diameter. On (B)(6) 2014, computed tomography scan identified a type ii endoleak (origin unspecified). The aneurysmal sac diameter was measured at 9.2 cm. The physician has elected to take a wait-and-watch approach in regard to the endoleak.

Manufacturer narrative:
A review of the manufacturing paperwork for the device verified that the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Specifically, the IFU warns that adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysmal enlargement.